Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device dislocation ("migration of essure device location of device: pelvis") and pregnancy with contraceptive device ("pt states she had back labor when she gave birth") in a 34-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included anxiety, cervical dysplasia, high grade squamous intraepithelial lesion, chronic cervicitis and nocturia. Concomitant products included tizanidine for muscle relaxant as well as alprazolam (xanax), hydroxyzine, ibuprofen, meclozine (meclizine) and tramadol. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 1 day after insertion of essure, the patient experienced back pain ("lower back pain/ back aches"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge") and urinary tract infection ("urinary tract infection"). In (B)(6) 2013, the patient experienced urinary incontinence ("urinary incontinence"), micturition urgency ("frequent urge to urinate") and breast pain ("breast pain"). In (B)(6) 2013, the patient experienced bacterial vaginosis ("bacterial vaginosis"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea(cramping)"), abdominal distension ("bloating") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant) and abdominal pain upper ("stomach aches"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)) and surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain and back pain had resolved and the device dislocation, pregnancy with contraceptive device, female sexual dysfunction, urinary incontinence, micturition urgency, dysmenorrhoea, vaginal discharge, abdominal distension, urinary tract infection, bacterial vaginosis, breast pain and abdominal pain upper outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, back pain, bacterial vaginosis, breast pain, device dislocation, dysmenorrhoea, female sexual dysfunction, micturition urgency, pelvic pain, pregnancy with contraceptive device, urinary incontinence, urinary tract infection and vaginal discharge to be related to essure. The reporter commented: discrepancy noted as per pfs: date of insertion of essure: (B)(6) 2013. On the left, the inner coil trails less than a centimeter into the uterine cavity also in satisfactory position. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-sep-2018: plaintiff fact sheet and medical record received. Events added: apareunia (inability to have sexual intercourse), urinary tract infection, bacterial vaginosis, migration of essure device location of device: pelvis, dysmenorrhea (cramping), pain, breast pain, abdominal pain, vaginal discharge, bloating. Events added as per mr- pt states she had back labor when she gave birth, device ineffective. Concomitant conditions were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("underwent surgery to remove essure") in a female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on(B)(6) 2016. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.